Manufacturer narrative:
.

Event description:
On (B)(6) 2012 customer reported that the lh750 analytical instrument generated low hemoglobin (hgb) results on controls and patient samples. The results were not reported out of the laboratory. Samples were rerun and reported from a different instrument. Customer did not keep any of the discrepant patient or control results, and no instrument printouts are available. Controls run before the incident were within expected ranges. Field service engineer (fse) inspected the instrument and noted that the white blood cell (wbc) bath was not completely draining into the hgb cuvette. Fse replaced the actuators for valve 12, and the controls recovered within range. Previously-run patient samples were rerun to confirm accuracy back to the last acceptable control run. Fse reported that the unit is currently performing within quality control specifications with respect to controls and reproducibility. No further problems were reported.